Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, an air bubble was noted inside the catheter. Vascular access was obtained via the common femoral artery (cfa). The 90% stenosed target lesion was located in the non-calcified, moderately tortuous right superficial femoral artery (sfa) distal lesion. The physician advanced a non-bsc sheath, guide catheter and guide wire to the lesion. A 4.0mm x 1.5cm x 140cm spcb flextome cutting balloon was advanced to the lesion, the device was inflated to 3atm, when an air bubble appeared inside the balloon and the balloon ruptured. A 3.5mm x 1.5cm spcb flextome cutting balloon was advanced to pre-dilate the lesion and the procedure was completed with a different device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older . (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, an air bubble was noted inside the catheter. Vascular access was obtained via the common femoral artery (cfa). The 90% stenosed target lesion was located in the non-calcified, moderately tortuous right superficial femoral artery (sfa) distal lesion. The physician advanced a non-bsc sheath, guide catheter and guide wire to the lesion. A 4.0mm x 1.5cm x 140cm spcb flextome cutting balloon was advanced to the lesion, the device was inflated to 3atm, when an air bubble appeared inside the balloon and the balloon ruptured. A 3.5mm x 1.5cm spcb flextome cutting balloon was advanced to pre-dilate the lesion and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated my manufacturer: a visual examination identified solidified blood within the balloon, guidewire lumen, and inflation lumen. The device was connected to an encore inflation unit. Positive pressure was applied however the balloon failed to inflate due to the solidified blood. The device was immersed in water and air was identified coming from the balloon. A further microscopic examination identified a balloon pinhole approximately 7.5mm proximally from the distal end of a blade. The hypotube shaft was kinked just distal to the strain relief. A second hypotube kink was also present 31cm from the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination observed no damage to the blades. All blades were present and fully bonded to the balloon surface. The tip of the device was microscopically examined and no issues were noted with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).